Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's clear tank cover was cracked and leaking. There was no patient harm and involvement.

Event description:
It was reported that the device's clear tank cover was cracked and leaking, its constantly beeping and wont warm. There was no patient harm and involvement.

Manufacturer narrative:
Correction: b5 - describe event or problem updated. H6 -codes were updated-a, g codes. One device was returned for evaluation. During functional testing the leaking from the cracked tank cover and beeping from the fluid level alarm were verified. The device warmed just fine contrary to the customer complaint. After the tank cover was replaced, the device passed all functional tests. The testing could duplicate the customer reported problem. The probable root cause is that the device was dropped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.